Event description:
It was reported that the patient had connection issues between the spinal cord stimulator (scs) implantable pulse generator (ipg) and the remote control. As a result, the patient underwent an ipg explant procedure to replace the ipg per the patients request. The explanted device will not be returned for analysis.